Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) lead was part of a system revision due to infection with sepsis. Moreover, the patient also developed hematoma. The patient was medically treated with antibiotics. The device was explanted. No additional adverse patient effects were reported.